Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported for display blank. The customer¿s blood glucose was unknown. Customer reported that they got replace battery alarm. Customer reported that insulin pump doesn't work any more, no reaction of several buttons and display is blank. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Replace battery now and power error due to non-sleep anomaly software error.